Manufacturer narrative:
Result: head left outer siderail panel bosses were broken, leaving vectors for possible fluid ingress.

Event description:
It was reported by service report that the head left outer siderail panel bosses were broken. It is unk if there was pt involvement. However, no adverse consequences were reported.